Event description:
The customer called to report that she has been experiencing low blood glucose levels for three to four months. The customer stated that she has been working with her hcp to make adjustments to the settings, but they both feel that the insulin pump has been delivering unwanted insulin on it's own. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the customer has been priming the infusion set with 0.7 units instead of 0.5 units. All other technique is correct. Found only no delivery and low reservoir alarms in the alarm history. The insulin pump passed the displacement test. The customer also reported that she was driving, and crashed her car due to low blood glucose levels. The accident was in (B)(6). The customer stated that her blood glucose was either 32 or 36 mg/dl when the paramedics arrived. The customer stated that she did expose the insulin pump to an airport security scanner on (B)(6) 2012.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.